Event description:
Amo received information that a pt experienced second degree burns of the conjunctiva and cornea(os) after using an expired oxysept neurtralizing tablet with oxysept disinfecting solution (not expired). Pt experienced ocular pain after instilling the lens, and sought medical treatment from an eye speicalist. They were admitted for in-patient treatment for 3 days. Pt was not able to work for six days. Company was attempting to obtain further information regarding medical treatment and the pt's current ocular health. Via their lawyer, the pt is claiming that the expired tablets were purchased together with the in-date solution as part of a kit. The pt no longer has the product container and cannot provide a lot number for finished product.